Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient received seventy-four (74) inappropriate shocks while on vacation. Physician attributed shocks to electrolyte imbalance and hypokalemia. Patient's implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.